Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's fiancee reported via phone call that the customer was hospitalized for a low blood glucose of 40 mg/dl. The fiancee found him sleeping on the couch, sweating, instead of playing the (B)(4). The customer was taken to the emergency room and was treated until his blood glucose was high enough. The customer was wearing the pump at the time of the ER visit. No products were shipped or returned.